Event description:
It was reported that the t:slim x2 pump battery would not charge. The battery showed 100% at the time of the call, indicating there was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait for at least 30 minutes, resulting in the resolution of the issue.